Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. It was reported that the patient had a pump, and she had to have it taken out. The patient was bleeding every day. It looked like a little infection, and they took it out. The patient was having issues every day. The patient did not have the pump for long. No out of box failure was reported. No medical or therapy problem associated with small parts was reported. The event date was unknown. It was noted that the patient was now a ¿prospective patient¿. The prospective patient was provided with a list of physicians in their geographical area who are familiar with targeted drug delivery. No further complications were reported.